Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this complaint, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported the patient's ipg reached end of life. It is unknown if the ipg depleted prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.